Manufacturer narrative:
Information added to d7a. H6: investigation results - the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not returned for evaluation, and images, radiographs, and operative notes were not provided. Initial submission: fields in section f10 should all be blank, this is a manufacturer's report.

Manufacturer narrative:
D10: concomitants: 2977658 200-02-32 - three peg patella 32mm 2888552 200-04-33 - cemented finned tib. Tra sz 3f/3t 2831354 244-23-11 - optetrak hi-flex tibial insert sz 3 11mm ***serial number 2831354 is confirmed to have been packaged in a vacuum bag that does not contain evoh.

Event description:
Per a report from the legal department the patient had an initial right knee replacement on (B)(6) 2014. Approximately 8 years and 4 months later the patient had a right knee revision on (B)(6) 2022 due to loosening and significant synovitis. During the revision surgery, the surgeon noted that there was "found to be grossly loose" and that there was "there was significant synovitis noted and this was debrided and sent for synovial culture.." The subsequent post-operative diagnosis confirmed that the patient's right total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.